Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed too many units on the recent bolus delivered and had 19.7 units of insulin on board (iob- active insulin in the body). The customer called tandem technical support to inquire if there was any way to reduce the iob. The customer's blood glucose level was 182 mg/dl. Tandem technical support educated the customer that the iob was unable to be reduced. The customer acknowledged and declined further follow-up from tandem technical support to ensure bg levels remained stable.